Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x3.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 3.50x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: f/g,promus element,mr,ous 3.50x32mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 9th most proximal stent strut row was damage; struts were lifted and pulled distally. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no damage. Contrast medium was evident inside the shaft polymer extrusion. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 32x3.5mm target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. A 3.50x32mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.